Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported being advised that their night aligners are unsafe. The patient went on to say that they have implants and early onset periodontal disease.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.